Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead exhibited a single low shock impedance measurement of less than 20 ohms, triggering a latitude red alert. The patient was brought in clinic, where testing of this rv lead found nothing abnormal. No adverse patient effects have occurred as a result of these observations.

Manufacturer narrative:
Available information suggests that this rv lead remains implanted and in service, and that the physician is monitoring the lead impedance measurements at this time. This event will be updated if any additional information becomes available

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.